Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event manifested by cloudy fluid and abdominal pain. On an unreported date, the patient was hospitalized due to cloudy fluid and abdominal pain and was treated with vancomycin injection (1gm, intraperitoneal), amikacin injection (500mg as start dose, followed by 100mg one bag per day, intraperitoneal) and piptaz injection (2.25g one bag per day, intraperitoneal) for peritonitis. At the time of this report, pd therapy was ongoing. The cause and patient outcome were not reported. No additional information is available.